Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no blood flow from the marker lumen to achieve arterial marking was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device was deployed in a reportedly 8-french sized access site. The prostar xl device instructions for use (IFU) state under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Additionally the IFU states under special patient populations that the safety and effectiveness of the prostar xl pvs system has not been established in patient populations with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure.

Manufacturer narrative:
(B)(4). The device was reportedly deployed in an 8-french sized access site. The prostar xl device instructions for use states under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures. The prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 10f sheaths. The common femoral artery was reportedly mildly calcified. The prostar xl device instructions for use states under special patient populations that the safety and effectiveness have not been established in patients with common femoral artery calcium which is fluoroscopically visible. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to a peripheral stenting procedure, pre-close placement of the sutures was attempted in a moderately tortuous, mildly calcified, and mildly scarred common femoral artery using a prostar xl device. Reportedly, during device placement in an 8-french sized access site, arterial luminal marking could not be obtained as no blood flow was present from the marker lumen. The device was removed over a guide wire and the suture from a second prostar xl device was deployed and set to the side. The access site was dilated to 12-french to match the outer diameter of the delivery catheter. After conclusion of the peripheral stenting procedure, the knots from the prostar xl device were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae. The procedure was extended for fifteen minutes due to the reported experience. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.